Manufacturer narrative:
On return to the service center in (B)(6), the device was quarantined, decontaminated, and visually inspected according to incoming device procedures. The device was plugged in and charged fully before servicing the device. On powering up the device, the device correctly powered up without issue. It was power cycled a number of times without issue. All connections to the monitor were confirmed to be intact and secure per the manufacturer specifications. The log files from the device were pulled and reviewed as part of the investigation to help identify the cause of the complaint. In review of the log files, it was noted that the device had functioned normally without issues prior to the events noted here. On (B)(6) 2021 at 7:13 am with initial dosage of 20ppm. The battery was discharging from 7:08am just prior to the dose setting. At 8:03am the device completely restart with no alarms present with the battery at 60%. The device was powered back up with the battery at 99%, but it immediately started to discharge and was then powered down at 8:51 am at 62%. This aligns with the information provided by the customer. The unit battery was tested and confirmed to be the cause of the failure. The customer communicated that the device was plugged in during therapy. The battery problem may have been caused by plugging the device into an incorrect high voltage outlet in the hospital.

Event description:
Customer reported that a noxboxi device was being used in therapy on a patient and during therapy the screen went blank and the device powered down. A replacement device was on hand. No harm to patient was reported.